Event description:
On (B)(6) 2011, the surgeon implanted a scorpio insert which allegedly fractured requiring a revision surgery on (B)(6) 2011.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.